Event description:
During beckman coulter inc. (Bci) in-house testing it was discovered that there is a potential for erroneous retic results to be generated by the unicel dxh 800 coulter cellular analysis system because the instrument user interface allows reflect processing of pre-diluted specimen in the retic test panel instead of limiting processing to cbc only. Patient results were not generated in this event. No death or serious injury is associated with the event.

Manufacturer narrative:
The dxh 800 has the ability to reflex pre-diluted specimens but the instrument has not been validated for retic in this mode. Service was not dispatched for this event; the error was discovered during in-house testing. The root cause for the retic reflex on pre-dilute specimens is that the implementation of the user interface did not disabled the retic reflex button on the result screen when displaying the cbc results for a pre-diluted specimen as per requirements.